Event description:
It was reported that the customer was hospitalized due to diabetic ketacidosis. The pump alarmed no delivery and the customer was also vomiting the evening prior to hospitalization. The customer had not been taking care of her diabetes very well and was instructed on proper protocol in regards to delivery alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.